Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The right ventricular lead is part of the advisory for this model.

Event description:
Recurrent bioprosthetic valve bacterial endocarditis was reported. The patient's device and leads were subsequently removed. No further patient complications were reported as a result of this event.